Event description:
It was reported "user follow the instruction of IFU to implantation iab catheter, but user found that there was a resistance when user push in the catheter through the sheath which is from the insertion kit, and user can't take out the catheter from sheath. User took out the catheter with the sheath from patient body. And changed to use another iab-06830-u without any problem". At the time of this report, the customer has not returned any requests for additional informaiton

Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a plastic bag. Upon re-turn, the distal end of the teflon sheath was noted at approximately 7.5cm from the iabc distal tip. A kink to the iabc was noted at approximately 44.5cm from the iabc distal tip. The one-way valve was tethered to the short driveline tubing. The bladder was noted as loosely wrapped. Dried blood was noted on the exterior surfaces of the iabc; no blood was noted within the helium pathway. The customer video was reviewed; the video shows a user having trouble when trying to advance the iabc through a teflon sheath, which is consistent with the reported complaint. The bladder thickness was measured at six points with measurements ranging from 0.0064in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the one-way valve. While maintaining the vacuum, the teflon sheath was attempted to be moved. Initially, the sheath did not move. The sheath was able to be removed entirely from the iabc using force and while experiencing resistance upon advancing the catheter through the sheath. Upon removing the sheath, no obvious damage or abnormalities were noted to the bladder membrane. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and the guidewire could not advance at approximately 44.5cm from the iabc distal tip due to the kinked central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and the guidewire could not advance at approximately 32.3cm from the iabc luer due to the previously noted kinked central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "resistance when user push in the catheter through the sheath" is confirmed. During the investigation, the sheath was initially stuck on the iab catheter balloon and resistance was noted when trying to advance the catheter through the sheath. The sheath and catheter passed functional testing, and the returned iabc bladder membrane passed dimensional inspection. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the iab insertion difficulty through the sheath. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "user follow the instruction of IFU to implantation iab catheter, but user found that there was a resistance when user push in the catheter through the sheath which is from the insertion kit, and user can't take out the catheter from sheath. User took out the catheter with the sheath from patient body. And changed to use another iab-06830-u without any problem". At the time of this report, the customer has not returned any requests for additional informaiton

Manufacturer narrative:
(B)(4). UDI#: (B)(4).